Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller to try different charging methods, including using a different wall outlet and wall adapter, but the battery issue remained unresolved. Consequently, cts arranged to replace the pump, confirmed the shipping address, and provided instructions for returning the faulty pump. The pump was under warranty, and the customer planned to use mdi as a backup insulin delivery method.